Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch, intermittent button response due to corroded keypad traces and moisture damaged was found on the lcd board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests or verify a33 error alarm due to motor error alarm. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received compromised force sensor system alarm. The customer's buttons were unresponsive. The pump was exposed to moisture. The pump was exposed to sink water. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.